Event description:
The facility reported an infusion pump with failure code 703. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated no patient injury had been reported.